Event description:
In 1993 patient underwent left total hip replacement. Several years post-op, in 2000, patient complained of pain and clunking in the hip and debonding of the stem was diagnosed. X-rays revealed the stem had fractured at its midportion. As a result, the hip was revised.